Manufacturer narrative:
Block h10: upon receipt at our quality assurance laboratory, this capio slim underwent a thorough analysis. Visual analysis of the device did not identify any specific damages; however, during microscopical and dimensional test, it was noted that the carrier slot was out of specifications, due to this condition, the carrier got stuck in the cage. Additionally, during the functional test, the device was actuated three times, on the first two actuations, the cage caught in the needly correctly. On the third attempt, the carrier got stuck in the cage. The reported complaint of "failure to catch needle" was not confirmed. The investigation concluded that the retraction issues identified may have been generated by the manual extraction of the suture by pulling it. As this would cause the carrier slot to open, leading the carrier to be stick in the catcher, consequently, affecting the performance of the device; therefore, the most probable cause for this event is adverse event related to procedure. No further escalation is required. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, it was noted that the cage was not catching the needle correctly; however, the case was successfully completed after the device was replaced. There were no patient complications. Analysis of the returned device revealed the carrier lot was out of specification. Due to this, the carrier could get stuck in the cage. Please see h10 for further investigation results.

Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous ligament fixation was used during a procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, it was noted that the cage was not catching the needle correctly; however, the case was successfully completed after the device was replaced. There were no patient complications. Analysis of the returned device revealed the carrier lot was out of specification, which led to the carrier being stuck in the cage. Please see h10 for further investigation results.

Manufacturer narrative:
Block h10: upon receipt at our quality assurance laboratory, this capio slim underwent a thorough analysis. Visual analysis of the device did not identify any specific damages; however, during magnification it was noted that the tip of the carrier looked manipulated and open. Dimensional testing revealed that the carrier slot was out of specifications, due to this condition, the carrier could get stuck in the cage. Additionally, during the functional test, the device was actuated three times, on the first two actuations, the cage caught in the needle correctly. On the third attempt, the carrier got stuck in the cage. Although the reported complaint of "failure to catch needle" was not confirmed, product analysis confirmed the capio slim device presented retraction issues. The investigation concluded that the retraction issues identified may have been generated by the manual extraction of the suture by pulling it. As this would cause the carrier slot to open, leading the carrier to be stuck in the catcher, consequently, affecting the performance of the device. Based on the information available, a conclusion code of adverse event related to procedure was assigned to this investigation. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.